Manufacturer narrative:
One (1) cap inserter [product code: 2770-40-700, lot no: t0809] was returned to the customer quality unit (chu) for evaluation. Visual examination at the macroscopic level revealed that one of the prongs on the castle nut distal tip had become fractured. The second half of the broken prong tip was not provided for analysis. The fracture analysis report reveals that the fractured surface exhibits plastically deformed material that extends across the entire surface consistent with a static brittle failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for one of the prongs on the castle nut distal tip fracturing cannot be positively determined. However, the fracture analysis report reveals that the fractured surface exhibits plastically deformed material that extends across the entire surface consistent with a static brittle failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Posterior fusion revision case. The tip of this inserter broke while trying to remove the caps. This was a revision case. Broken piece was retrieved and discarded. Also, this instrument later fell on the floor and a piece from the handle broke.